Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received a single inappropriate shock due to myopotentials signals oversensing. The patient will be followed up to reproduce the noisy signals a reprogram the system. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received a single inappropriate shock due to myopotentials signals oversensing. The patient was checked in the clinic to reproduce the noisy signals and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received a single inappropriate shock due to myopotentials signals oversensing. The patient was checked in the clinic to reproduce the noisy signals and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.